Event description:
The pt was revised to address dislocations issues.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the lot codes required for retrieval were unavailable. The investigation could not verify or identify any evidence of prod contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.